Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing acidosis. Reportedly, the pump battery had been empty during this event. No additional details were obtained.